Manufacturer narrative:
The device was returned in the fully deployed position. The download data shows that the device completed both first and second prime and delivered 313 pulses with no timeouts or drive stalls before being deactivated. Inspection of the needle mechanism assembly found no issues. The needle mechanism assembly was reset to the not deployed position, and the device deployed as intended during manual deployment. Inspection of the soft cannula found no bends or kinks. Insulin was able to freely flow through the fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl. The pod was worn between 4 and 24 hours on the abdomen. It was noted that the pink slide did not move forward, but the cannula was visible and bent; indicating a needle mechanism failure. Hyperglycemia treated with an insulin pen.